Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of broken connector, both output connectors were noted to be broken and also that part of the blue coloring around the atrial connector was not there. It was additionally noted that both liquid crystal display (lcd) wires were pinched but not compromised and that both battery wires were also pinched, in multiple locations but also were not compromised and that both battery wires and both lcd wires were routed incorrectly over the battery compartment. Finally, it was noted that the device did need the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator was broken and did not hold the lead wires in place. The generator was returned for service. There was no patient involvement.